Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be potential patient misuse. No injury or medical intervention was reported.